Event description:
Customer reported the system displayed a communication error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. System operates as intended.